Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corner, cracked belt clip slot at the batter tube threads area, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and is unable to clear it. Customer was initially attempting to bolus and then 10 minutes the alarm occurred. Customer mentioned she wears the device face in against her skin and thinks sweat might be the cause. Customer's blood glucose was 140 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.